Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of a blank screen on her insulin pump. The customer's blood glucose level was 136 mg/dl. The customer stated that she woke up and nothing appeared on the screen. The customer also stated that she had syringes and will call her doctor. The customer was advised to disconnect from the pump. The customer was advised to clean the battery cap with a cotton swab. The customer was advised to discontinue use of the pump and revert to a backup plan.